Manufacturer narrative:
H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device exhibited an alarm with downstream conclusion message displayed on the screen. Per reporter the pump was connected to a patient when the error/event occurred. The continuous infusion rate was 2.2 ml/hr, total reservoir volume 101 ml and given 5 ml. Lock level: locked. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The cadd solis pump sku number for items were used during the infusion (admin set, cassette etc.) Was cadd extension set reference 21-7106-24, cassette reference number 21-7308-24. Pump administered only 5 ml. Additionally, the pump did not deliver full medication it was sequestered for investigation. Cassette containing remainder of medication was discarded. There was patient involvement, and no patient harm/adverse event reported.